Event description:
It was reported that intra operatively, that the system displayed ac power error message. They found a cable that was loose so plugged it back in and during the case, the system completely shut down. They noticed when first arriving to the account that one of the pi boxes on the system was blinking but looked like the battery was charged on it. After switching wall outlets, the system is functioning as intended. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.